Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 38 indicating a motor stall, and despite a restart per instructions, the alert recurred and the device was replaced; the user experienced hyperglycemia with a reported peak of 399 mg/dl and prolonged elevated glucose, and used backup injections until replacement was obtained. Symptoms included fatigue. Outcomes included no hospitalization, no professional medical intervention, and no assistance required. Investigation included review of device history and user-reported performance, restart troubleshooting, and replacement with instructions for shutdown and data handling. Investigation of this device revealed a suspected pump motor stall affecting insulin delivery performance, consistent with a device malfunction of the pump drive component. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending device evaluation.